Manufacturer narrative:
On (B)(6) 2019, during evaluation of the sample it was observed a tear located in the union between patch and shell, located at the anterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Possible causes of deflation of tissue expander include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/16/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Note: event date was reported as (B)(6) 2019, however, the date of explantation was (B)(6) 2018, therefore, the date of problem observed is incorrect and is unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction with a mentor cpx 4 breast tissue expander with suture tabs 275cc and experienced deflation on the left tissue expander. As a result, the patient had undergone removal on (B)(6) 2018.